Event description:
Mattress cover is delaminating.

Manufacturer narrative:
This mattress has not been inspected yet due to the mattress not bein returned. The customer is in the process of sending back the mattress to our warehouse. This problem has been assigned to CAPA (B)(4), and a follow-up report will be submitted upon completion of the corrective action.